Manufacturer narrative:
Age of device:7 months and 4 days. The explanted device was returned for analysis. The evaluation is not complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that patient underwent a pump exchange on (B)(6)2018 due to a concern for pump thrombosis. Additional information was requested but not yet provided.

Manufacturer narrative:
Evaluation of (B)(4) confirmed the presence of thrombus. A correlation between the device and the reported history of unspecified cva, pulmonary embolism and unspecified chronic infection could not be conclusively determined through this evaluation. The pump was returned assembled with the driveline cut approximately 8.5¿ from the pump housing and the distal portion was returned measuring approximately 29.5¿. The sealed inflow conduit and sealed outflow graft conduit were returned attached to their respective pump port. Upon disassembly, visual inspection of the pump blood-contacting surfaces revealed a red, tissue-like deposition was identified on the body of the rotor. The deposition was found occluding a rotor vane. The deposition's lack of laminated layering indicated that it did not develop at this location. The deposition was denatured, indicating that is was present while the pump was supporting the patient. Although the origin of the deposition and the duration of its presence in the pump could not be conclusively determined, it could have contributed to the reported low flow events. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope did not reveal any anomalies related to wear or damage. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. No further information was provided. The manufacturer is closing this file on this event.